Event description:
It was reported that during an lap colon procedure, on the fourth firing the device was articulated and the surgeon went to fire, but the device broke in half by the rotation knob. The handles would open, but they were not controlling the jaws since the device was broken in half. The surgeon had to convert to open and cut the jaws out. The pt's current status is unk.

Manufacturer narrative:
Date sent: 04/30/2008. Info anticipated, but unavailable at this time.